Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed a product malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported by the distributor that the customer experienced an issue with seeing black spots in a used measuring chamber of the device at the beginning of 2017. It is unknown what lot or model number of the product was used, but it was noted as a unometer convatec product." No further details have been provided.